Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, pt is complaining of sharp pain and limited mobility. Update: it was reported that a rejuvenate revision of the left hip was done. Pt was revised because of elevated cobalt levels and pain.